Manufacturer narrative:
Veeva case: (B)(4)

Event description:
We swallowed polident tablets, the tablets for cleaning dental appliances [accidental device ingestion] we have a stomach ache [stomach ache] case description: on (B)(6) 2024 a spontaneous case was reported in france by a patient via call center representative(phone). The report concerns a female consumer. The consumer received polident antibacterial (napc+potm+taed tablet) for an unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident antibacterial, the consumer experienced a medically significant event "we swallowed polident tablets, the tablets for cleaning dental appliances", (preferred term: accidental device ingestion). The outcome of the event : accidental device ingestion was not recovered/ not resolved/ ongoing. On an unknown date, the consumer experienced a non-serious event we have a stomach ache, (preferred term: abdominal pain upper). The outcome of the event abdominal pain upper was unknown. No medical history was reported. No drug history was reported. The action taken were: for polident antibacterial was unknown. The rechallenge was unknown and rechallenge was not reported. The causality assessment was not reported. The reporter provided the following comment: "we swallowed some polident tablets, the tablets for cleaning dental appliances. I took one and my boyfriend drank the liquid. We thought it was mints. We have a stomach ache. Okay, we're going to the doctor. Yes, you can call me back." This report is made by (B)(6) without prejudice and does not imply any admission or liability for the incident or its consequences. This is 1 of 2 cases from the same reporter. The case (B)(4) is a reporter reporting for herself and her boyfriend. Cases (B)(4) and (B)(4) are created. Please see the case (B)(4) created for reporter's boyfriend.